Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported that the customer experienced low blood glucose at the level of 42 mg/dl. Customer was treated with glucose and carb intake. Troubleshooting was completed for over delivering and the nurse does not allege the insulin pump for over delivery. The nurse stated that the insulin pump was in auto mode. Device is not expected to be returned for analysis.